Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
Initial information received on (B)(6) 2013 processed with additional information received on (B)(6) 2013. The case has been reassessed as serious reportable based upon new information received (B)(6) 2013. This spontaneous report was received from a husband reporting for his (B)(6) caucasian wife from the united states. The medical history included hypertension, bursitis in left elbow and allergy to sulfa. The consumer was known to have fragile skin and wound healing issues in the past. The concomitant medication included baby aspirin once daily since many years for heart health. On an unspecified date, the consumer started using band-aid brand adhesive bandages tough strips, one band-aid, four to five times a month, to cover cuts on her skin (lot number 1592b, expiration date unspecified). She was diagnosed with bursitis in left elbow and her physician prescribed her to wear a band around her elbow to compress the excess fluid so that her body would absorb it. However, the band cut her thin skin and on an unspecified date, she covered that cut on her left upper arm with a band-aid. After an unspecified duration, when she tried to remove the band-aid, it tore off her skin and caused redness and bleeding on left upper arm. She noticed that the band-aid adhesive was strong and some of the adhesive was stuck on her skin. She suspected that the affected area might be infected. On (B)(6) 2013, she consulted another physician whose nurse cauterized her wound with silver nitrate which helped to stop the bleeding. On physical examination her blood pressure was 150/85 mm. Wound examination revealed no open lesion but cauterized dry areas. The lesions were present on left upper arm-medial,lateral and lower aspect and no debridement was performed. There was no evidence of infection. Her physician immediately sent her to a wound care center where a surgeon evaluated her wound as superficial injury of left upper arm and told her that the nurse had successfully cauterized her wound, directed her nurse to cover it with dry gauze held in place by a surgilast. She was also advised to keep the area moist and to prevent any risk of infection. She was asked to restart bactroban (mupirocin) 2% one tube (30 gram), one application twice a day to be applied for 21 days starting on (B)(6) 2013. On (B)(6) 2013, she visited that surgeon who directed her nurse to apply bactroban (mupirocin) and covered it with dry gauze held in place by a surgilast. She asked her to check the wound twice a day and apply bactroban and cover it with fresh gauze and asked her to re-visit in a week. On (B)(6) 2013, she again visited the surgeon who checked the affected area and told her that it was healed. She had used flexible fabric band-aids and one inch band-aids in the past for years without any problem. She thought that this bandage was just a flexible fabric style like they had been using for years with no problem. She mentioned that tough strips and flexible fabric style band-aid looked same in sterile paper sleeve without their outer box except that for the flexible fabric style, end of the sleeve which was intended to open it, had a end that has a blue stripe with arrows and this difference could be easily overlooked for these styles which has such a difference in their adhesive. The reporter mentioned that print on the label was small. After an unspecified duration, use of the device was discontinued. On (B)(6) 2013, one package of band-aid brand adhesive bandages tough strips,20 CT., including fifteen sealed samples was received. Lot number was as reported (1592b). The samples were visually inspected,. No apparent defects were noted with the product or packaging. Adhesive was present and appeared evenly coated on the bandage strips. Batch record review report disclosed that all processes in place at time of manufacturing met specifications. Review of related product changes and manufacturing or facility issues revealed no non-conformances and deviations. Visual inspection of retain sample revealed no deviations and it appeared to be typical of the product. A review of the complaint data revealed no adverse trends and no trends involving this lot number. This complaint could not be confirmed based on an acceptable site review and no adverse trends. Root cause and disposition were undetermined. Complaint trends would continue to be monitored. This report was assessed as serious (required intervention). The company and physician's causality was assessed as related. This report was considered as a non-reportable malfunction case in the united states.